Manufacturer narrative:
Date stent: 06/08/2009. Evaluation summary: the analysis results found that the device was returned in good visual condition, with a reload on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected to ensure the device meets the required specs prior to shipments. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device fully engaged, misfired and did not complete the anastomosis after the third firing. It fired and did not staple. They used a reload and completed the procedure. There was no adverse consequence to the pt.